Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016, the patient was transferred to the implanting center due to their hemoglobin value, melena, and history of fever. The patient was on warfarin at the time of the event. On (B)(6) 2016, a colonoscopy revealed a normal ileum. An angioectasia/arteriovenous malformation was found in the hepatic flexure. Epinephrine injection therapy, clips, argon beam coagulation, and bipolar diathermy were applied to control the bleeding. Mild diverticulosis was found in the sigmoid colon. On (B)(6) 2016, an abnormal study demonstrated active lower gi bleeding suspected to be from the hepatic flexure of the large colon. On (B)(6) 2016, angiodysplasia was found in the hepatic flexure without active extravasation. Given the complexity and risk of bowel ischemia, embolization was not performed. On (B)(6) 2016, an exploratory laparoscopy, lysis of adhesions, exploratory laparotomy, and right hemicolectomy were performed. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.